Event description:
It was reported that the patient presented for follow up in-clinic. An interrogation of the device showed 60 episodes of false supraventricular tachycardia (svt), related to over-sensed noise exhibited by the left ventricular lead. Device programming was adjusted accordingly. There were no patient consequences.